Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach during an endoscopic submucosal dissection procedure performed on (B)(6) 2024. During the procedure, the clip could not be released from the sheath after it was deployed. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Manufacturer narrative:
Block h5 has been updated based on the additional information received on may 24, 2024. Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach during an endoscopic submucosal dissection procedure performed on (B)(6) 2024. During the procedure, the clip could not be released from the sheath after it was deployed. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Additional information received on may 24, 2024: it was reported that the patient's condition following the procedure was stable and the indication of the procedure was hemostasis.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach during an endoscopic submucosal dissection procedure performed on (B)(6) 2024. During the procedure, the clip could not be released from the sheath after it was deployed. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Additional information received on may 24, 2024: it was reported that the patient's condition following the procedure was stable and the indication of the procedure was hemostasis.

Manufacturer narrative:
Block h2: (additional information) block h5 has been updated based on the additional information received on may 24, 2024. Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h11: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. The device was returned without its over sheath. Microscopic examination was performed, and it was found that the bushing had hit marks, evidence of full deployment. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.